Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2019, the locking bolt measuring device f/trochanteric fixation nails was broken during reverse logistics audit of returned device at millstone. There was no patient involvement. This is report 1 of 1 (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: part # 357.402. Synthes lot # 5518627. Supplier lot # na. Release to warehouse date: 10 may 2007 manufactured by synthes brandywine. No ncr's were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Visual inspection: the locking bolt measuring device f/trochanteric fixation nails (p/n: 357.402, lot #: 5518627) was received at us customer quality (cq). Upon visual inspection, the spring and ball bearing components are missing. However, there were no signs of breakage on the device. The complaint is being confirmed since the ball bearing and spring are missing and not able to be assembled correctly. Document/specification review: current and manufactured were reviewed. No design issues or discrepancies were identified. Dimensional inspection: dimensional inspections relevant to this complaint were not performed at due to a definitive finding of a missing component. Conclusion: the overall complaint was confirmed for the locking bolt measuring device f/trochanteric fixation nails (p/n: 357.402, lot #: 5518627) as the device is missing the ball and spring components. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.